Event description:
Customer called excelsior medical and reported two out of box failures on new excelsior syringe pumps (esps). The customer stated that the pumps are not alarming when the syringe is empty. One failed to alarm during testing and the other failed to alarm while on a patient. Concerning the pump that was on the patient during the failure, the customer noted that the solution had finished infusing and the pump continued to try to infuse without giving an alarm. The customer then attempted to trigger the alarm by purposely causing an occlusion, however, the alarm failed to activate.

Manufacturer narrative:
Additional lot number: 018650. As of 04/16/2009, the customer stated that he would be returning both pumps to excelsior for inspection. Upon arrival, the pumps will be examined in order to confirm the reported failure and determine the root cause of the issue. Manufacture dates for the pumps are as follows: 018549 - 05/07/2008, 018650 - 08/20/2008. This MDR is being filed prior to receipt of the aforementioned pumps. Excelsior medical will provide a follow-up report as soon as more information becomes available.